Manufacturer narrative:
The device evaluation found noise showing on image and a slice on the cable. Based on the results of the investigation, it is likely that the following led to the malfunction: although the root cause is not confirmed, the noise on the image is attributed to a faulty charged coupled device. Additionally, a slice was found on the cable, but no other issues were identified. The most probable cause of the complaint is traced to component failure, which is expected or random and not related to any design or manufacturing defect. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the subject device exhibited a noisy image and a slice on the cable. There was no patient involvement.